Manufacturer narrative:
The stent was not noted to be damaged prior to attempting to use the stent in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was calcified. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The procedure was not completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip . The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three images provided show the distal section of an sds device. Deformation is visible to the mid-section of the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was intended to be used to treat a lesion. The device was inspected with issues noted. The protective sheath was on the device when removed from the hoop. There were no issues removing the protective sheath from the device. The stent was not handled directly when the protective sheath was removed. It was reported that following a failed attempt to cross the lesion the device was removed from the catheter and noted to be damaged.